Event description:
The pt was in a lung treatment and was treated with a varian 2100cd, 80 mlc directly with skin on the couch top. The kind of treatment was static (ap/pa). During the treatment, the couch top caused the pt to got a incorrect dose treatment and has moist desquamation. Treatment region was lung. Radiation energy and modality of 18 mev x-ray. Field size was 15 x 15 cm2. Pt received a cumulative dose from 7020 cgy, this is a dose per fraction of 180 cgy. Does per field was 90 cgy.

Manufacturer narrative:
The medical intelligence couch top is, like e.g. Siemens, sinmed and q-fix, a solid carbon fibre couch top without a tennis racket area. It fulfills the requirements of the aluminum equivalent according to 21 cfr sec 1020.30. All carbon fiber tabletops result in an increase in pt skin dose and all are aware of the increase in dose. This design enable s a higher stability for these couch tops and minimizes any sagging of the pt, which can occur with traditional tennis racket inserts or foil and a notably improvement imaging quality, compared to tennis racket types. Over the complete treatment area, solid carbon fiber couch tops do not have a higher dose attenuation compared to tennis racket areas. As a consequence of higher attenuation caused by the solid carbon fibre couch tops there is a, in comparison, notably higher skin dose. Even very thin carbon fiber solid inserts, to be placed in the tennis racket area, have an notable effect on skin dose up to 70% relative surface dose. Same can be noted with several state of the art immobilization devices. Corresponding monte carlo calculations demonstrate that this effect to skin dose can be decisively compensated only by tennis rackets. Therefore, all solid carbon fibre couch tops can be stated to show similar effects. The effect has to be considered for adaption of treatment techniques. Should the user employ the same techniques as for a couch top with tennis racket, skin reactions are more likely to occur. Opposite, couch tops with a tennis racket area have massive frame structures, which have to be considered in treatment planning as well. This imposes that couchtops may not be treated "as air" .